Event description:
Adverse event(s): "corneal issues". Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A materials manager reported that an intraocular lens (iol) was exchanged due to corneal issues. In a follow up with the facility, the reason for the exchange was noted to be irregular astigmatism and glare. The iol was exchanged for a different model lens. Medical records were requested and received. According to the medical records, the patient had a history of posterior vitreal detachment, irregular astigmatism, hypercholesterolemia, thyroid disease and keratoconus (pre-existing). The patient experienced headaches, cloudiness and pain postoperatively. The patient was referred to a corneal specialist for consultation. The specialist recommended the use of gas permeable contact lenses because of the keratoconus. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/22/2010, 04/24/2010, 04/26/2010, and 05/05/2010 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 04/22/2010. (B) (4). (B) (4). (B) (4).